Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company personnel.

Event description:
It was reported that myopotential oversensing was observed during a follow-up. The patient was pacemaker dependent. The device was reprogrammed.